Manufacturer narrative:
Device analysis report attached. This report is submitted on may 06, 2024.

Event description:
Per the clinic, open circuits were noted on 5 electrodes and the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 04, 2024.

Manufacturer narrative:
Correction: the previous dar submitted on may 06, 2024 was erroneously submitted. Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 01, 2024.